Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that noise on this right atrial (ra) lead was over-sensed by the patient's non-boston scientific device which resulted in inappropriate mode switching. No adverse patient effects were reported. The patient will be closely monitored. This ra lead remains in service.